Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the "abutment white with the electrode contained one live who does not serve enough." The lead was not well maintained during the use of the lead. The cause of the issue was unknown. The lead was replaced during the implant procedure and the issue was resolved. The patient was alive with no injury. No patient complications were anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the cause of the issue with the lead was not determined. The issue was found by the hcp while programming the lead during the procedure. The lead was replaced and was returned for analysis.

Manufacturer narrative:
Analysis of the lead found no anomaly. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.